Manufacturer narrative:
Additional information: d10, h6. The reported field event of premature depletion and bvvi was confirmed. The cause of the bvvi was due to a power-on reset (por) from premature depletion. The cause of the premature depletion was found to be due to a separator breach in the battery of the device. No anomalies were found during functional testing of the device.

Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the device was found in backup mode. The patient had bradycardia. Premature battery depletion was suspected. The device was explanted and replaced to resolve the event. The patient was stable following the procedure.